Event description:
It was reported that a patient's pacemaker reached end of life. Patient was pacemaker dependent and went into cardiac arrest. Premature battery depletion was suspected. The pacemaker was replaced. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: the return date should have been jan 4, 2019 rather than jan 4, 2018.